Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a knee scorpion jaw broke off. The broken fragments were retrieved and a new scorpion was opened to complete the case. This was discovered during a procedure on (B)(6) 2022. Additional information received on 6/3/2022: a needle was being used with the scorpion when the jaw broke, however, the needle itself did not break and remain intact. This was discovered during a meniscal root repair and another ar-12990 knee scorpion was used to complete the case.